Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl, resulting in customer ¿pass[ing] out¿ and vomiting. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with novolog insulin and pump was exposed to extreme temperatures. Customer administered correction boluses via the pump and manual injection of insulin in attempt to address bg. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin, and was discharged the 3 days later with the issue resolved. Multiple contact attempts were made by tandem technical support to offer further troubleshooting and education; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.